Manufacturer narrative:
Concomitant medical products: dtba1d1 device, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting loss of capture. The lv lead was inactivated and replaced. No patient complications have been reported as a result of this event.